Event description:
After 43+ months of implantation, this ICD was explanted and returned because the device was almost at eri (elective replacement indicator). It was reported that the device was also explanted as a result of the ela medical initiated "field action" regarding possible premature battery depletion concerning a limited number of alto ICD's. Therefore, this device was explanted in 2005.